Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this is a complaint from a literature review, ¿chopart amputation¿reconstruction for severe foot crush injury¿ [the bone joint journal 2018;100-b:1359-63], which reported the outcomes of a technique of soft tissue coverage (ttc arthrodesis by retrograde im nailing with flaps/ssg) and chopart amputation for severe crush injuries of the forefoot. The overall results were that this treatment method (along with soft-tissue coverage before fixation) may be a valuable alternative for treating severely crushed foot injuries. It was reported that a patient experienced post-operative ¿infection and needed surgical debridement¿( (B)(6). No individual medical documentation was provided. Without supporting clinical/medical documents, a thorough investigation could not be performed. The patient impact beyond the reported infection and additional debridement could not be determined. Should information become available the clinical/medical assessment may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection is a potential complication associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient participated in a intramedullary nailing study, after surgery the patient developed infection and needed surgical debridement.